Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Feedback suggests that during an infusion for total parenteral nutrition (tpn) an under infusion occurred. The customer reported that the pump alarmed for end of infusion but noticed that the tpn bag was almost full. From the reported information there are no indications of serious injury to the patient as a result of this incident.

Manufacturer narrative:
The customer¿s report of an under infusion was confirmed in the event logs. Review of event log identified that a rate of 8.3ml/h with a vtbi of 83.0ml had been entered and not a rate of 83.0ml/h with a vtbi of 830.0ml. When the user changed the rate to 35.0ml/h, the vtbi to 70.0ml and restarted the infusion (pump module 14377505) on (B)(6) 2019 07:24:30 the total volume infused was 78.631ml with a vtbi of 4.369ml remaining. Testing and inspection of the returned pcu and pump modules found no malfunctions and to be infusing within specification. The root cause of the customer¿s experience was a user programming issue.

Event description:
Feedback suggests that during an infusion for total parenteral nutrition (tpn) an under infusion occurred. The customer reported that the pump alarmed for end of infusion but noticed that the tpn bag was almost full. From the reported information there are no indications of serious injury to the patient as a result of this incident.